Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl. Customer¿s current blood glucose is 210 mg/dl. Customer experienced different blood glucose level was 46 mg/dl, 48 mg/dl, 148 mg/dl. The customer was treated with glucose. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer does allege pump was over delivering. The insulin pump will be returned for analysis.